Event description:
The care giver of the home patient contacted baxter's technical service representative (tsr) because the patient was having problems draining. During the call, the care giver stated that the patient has heparin and antibiotic in the solution bags due to the patient having peritonitis. This complaint is opened to investigate the report of peritonitis.

Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. A batch review was conducted on lots that had been recently sent to the patient and no issues were found related to the reported condition during the manufacture of those lots.

Manufacturer narrative:
(B)(4). Because the peritonitis episode happened over a month ago and the patients discard supplies after each therapy, the sample was not requested for evaluation.

Event description:
This is a report of a patient that was diagnosed with peritonitis on (B)(6) 2010 after having symptoms of cloudy effluent. The patient's minicap fell off his catheter while sleeping and he wiped the cap with betadine and placed it back on the catheter. The patient was treated with ceftazidime (2 grams daily) for two weeks and 1 dose of vancomycin (2 grams intraperitoneal). The patient was re-cultured on (B)(6) 2010 and has recovered from the peritonitis. The patient was also retrained on aseptic technique.